Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D no UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4)

Event description:
A center director reported a patient noted having trouble seeing at near but computer and distance vision is fine seven months post lasik for monovision. The patient was noted to have dry eye and an unrealistic expectation for monovision. A flap lift and rinse was performed. The patient was seen in follow up and noted to be able to see fine. No additional information available. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Root cause could not be determined conclusively, however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. (B)(4)